Event description:
A 31 year old female with medical history of endocarditis, s/p aortic valve replacement x 2 required explant on 6/11/92 due to aortic stenosis with aortic insuffieiency using 23.5mm pulmonary homograft. Operative report notes "leaflets essentially non-identifiable. There was calcific and fibrous debris in the annulus which was probably remnant or aortic calve leaflets." Site relates regurgitation to homograft.